Manufacturer narrative:
The device was discarded following the procedure, therefore, a complete investigation could not be performed. A review of the lot history record was performed. The device met all specifications. Two perc dc wands were used in the procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2007-00071 and 2951580-2007-00081.

Event description:
On 10/31/07, a clinical incident involving a perc dc wand was reported to arthrocare. During a plasma disc decompression procedure, the tip of two per dc wands detached and remained in the pt's cervical disc at two levels, c5/c6 and c6/c7. The physician indicated there was no plan to reoperate to remove the fragment. There have been no pt complications.